Manufacturer narrative:
(B)(4). Weight unknown / not provided . PMA/510(k) number unknown / not provided . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant needed to be removed due to inflammation and infection around the implant. Exudate was present. Site was sore to the touch. Pain also indicated. Site was cleaned out after removal. Patient will not return for additional appointments. Tooth #32. Symptoms: pain and inflammation, exudate.